Manufacturer narrative:
Although there is no claim against the product, an investigation was completed to determine the cause of the RMA. The sureform stapler 60 was analyzed and found to have hi drivetrain friction failures during initialization based on log review as well as during in-house testing. The stapler failed initialization when placed on the in-house system. Upon inspection, the I-beam was manually driven out and was found with a lodged staple in the I-beam indicator window, likely causing the hi drivetrain friction failures during initialization. The staple was removed from the I-beam window and the stapler was retested. The instrument passed initialization. When the I-beam was manually driven out, friction was observed, and the I-beam was unable to be driven out completely. Visual inspection was performed, and sleeve damage was observed. The instrument was found to have a binding roll bushing. On 1/18/2023 additional investigation was completed and the housing was removed, and I-beam was attempted to be manually driven out but could not be fully driven out. I-beam forward progress stopped after a few mm. The I-beam sleeve was observed to be damaged when viewed through the clamp indicator window. Instrument was disassembled to find the orange I-beam sleeve damaged near the distal clevis. Lodged staples were observed to be stuck between the pivot and back of the anvil. Based on visual inspection, initialization failures in the field were likely a result of lodged staples in the I-beam path that caused the I-beam sleeve material to bunch. This bunching of the I-beam sleeve and lodged staples will increase friction in the I-beam channel and prevent the I-beam from making forward progress during initialization and firing. Closed coil spring at distal end of I-beam assembly appears to be bent proximal to the sleeve damage location. There was no complaint against the sureform stapler 60 to assess the effect of its failure. This complaint is being classified as a reportable event due to the following conclusion: failure analysis confirmed that the I-beam assembly was jammed. Medical intervention may be required in the event that the stapler fails to unclamp from tissue when commanded by the user or system. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
The sureform 60 instrument was returned to intuitive surgical inc (isi) with no reported complaint and no information. Intuitive surgical, inc. (Isi) made multiple follow up attempts to obtain additional information. However, no further details have been received as of the date of this report.